Event description:
It was reported that myopotential oversensing, far field p-wave oversensing, and crosstalk oversensing was observed on the device and the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.